Manufacturer narrative:
H4: the device was manufactured from august 15, 2022 - august 16, 2022. H10: the actual device was received for evaluation. A visual inspection with a naked eye noted a vertical crack located on the fill port. A leak test was performed, and a leak was observed at the crack area. The reported condition was verified. The cause of the condition could not be determined; however, probable causes are: external force applied onto the fill port during product use or manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leakage; there was a crack at the filling cone. This was observed during use. The device was filled with fluorouracil 4,090mg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.